Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, guiding the caller through the process. After the reset, the cgm error did not reappear, and the caller successfully restarted their sensor session.